Event description:
It was reported that during an unknown procedure, the device was fired on gastric tissue which was very thick. The staples did not fully close. The surgeon believes the problem was probably not the gun and was the fact that he used a blue cartridge rather than a green one. No pt consequences were reported.

Manufacturer narrative:
Info is unavailable; device was not returned for evaluation.